Manufacturer narrative:
The devices were not returned for analysis. The lot history record review was not performed because this complaint is based on an article, and no part or lot information was provided. It should be noted that the mitraclip g4 system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Based on available information, the reported off-label use is due to the mitraclip device being used on the tricuspid valve. Causes for the reported heart failure, and mr could not be determined. Additionally, the reported patient effects of heart failure, and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. (B)(4). Date of event, implant date/explant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient deaths reported in the article are captured under a separate medwatch report number.

Event description:
This is filed to report heart failure, tricuspid regurgitation and hospitalization. This research article was a retrospective study designed to evaluate an echocardiography definition of atrial tricuspid regurgitation (tr) with prognostic implications for the natural disease course and after transcatheter tricuspid valve repair (ttvr). A total of 213 patients underwent an off-label ttvr procedure using the mitraclip device between 2016 to 2020. Complications identified in the study included: death, heart failure, hospitalization, worsening tricuspid regurgitation, recurrent tricuspid regurgitation. In conclusion, an echocardiography-based atrial tr definition is associated with prognostic relevance in patients with functional tr in conservatively treated tr and after ttvr. Patients with atrial tr had lower rates of adverse outcome compared with non-atrial tr in conservatively treated patients with significant tr and after ttvr. Details are in the article attached titled: "atrial functional tricuspid regurgitation: novel definition and impact on prognosis". No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. The lot history record review was not performed because this complaint is based on an article, and no part or lot information was provided. It should be noted that the mitraclip g4 system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Based on available information, the reported off-label use is due to the mitraclip device being used on the tricuspid valve. Causes for the reported heart failure, and tr could not be determined. Additionally, the reported patient effect of heart failure is listed in the IFU as known possible complications associated with mitraclip procedures. The reported hospitalizations were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient deaths reported in the article are captured under a separate medwatch report number. Attachment: article titled, "atrial functional tricuspid regurgitation: novel definition and impact on prognosis."